Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 2 months post index procedure, during a second revascularization patient suffered from occlusion caused by a plaque shift into previously stented sub branch. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.